Event description:
It was reported that the customer had blood glucose levels of 79 mg/dl. The customer stated that she received a threshold suspend alert. The customer also expressed different sugar glucose and blood glucose readings. Customer's sugar glucose level was 78 mg/dl and blood glucose level was 114 mg/dl. Advised this was an acceptable difference. Troubleshooting was done. Customer stated that she received another threshold suspend. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).